Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1124 battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Diagnostic code 1124 (cbit) battery failed - when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. The biomed (biomedical engineer) customer reported that the v60 battery is a parts source battery. The rse advised biomed the approved battery for the v60 must be purchased from philips. Biomed has advised they will order the battery from philips. It has been confirmed that the reported issue was caused by a non-philips battery, user error. Investigation on going.

Manufacturer narrative:
It was reported that the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. It was determined that by using a non-philips battery, user error was the cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.